Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered pain in neck and back post-procedure. Patient mentioned that their doctors think that she may have thoracic syndrome. The patient has had multiple mris and scans and her doctor's do not know what is causing the pain. The patient does not think it is the implants but mentioned that they may start the thoracic syndrome. Multiple follow-ups were performed to attain additional information, however, no information has been made available. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.